Event description:
A patient reported via voluntary medwatch that they received a mobi-c implant and began experiencing a sharp, tingling sensation in their left arm and additionally pain post-operatively. X-rays revealed that the disc needs to be replaced due to migration. The patient is currently obtaining a second opinion and no surgery is scheduled yet.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned and no photos were provided, so an evaluation is unable to be performed. The lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. The complaint is unrefuted for mobi-c implant for the failure of migration and patient pain. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
This event was initially reported on mw5176775. D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A patient reported via voluntary medwatch that they received a mobi-c implant and began experiencing a sharp, tingling sensation in their left arm and additionally pain post-operatively. X-rays revealed that the disc needs to be replaced due to migration. The patient is currently obtaining a second opinion and no surgery is scheduled yet.